Event description:
At 01.00 complete cvc slipped out of blue box clamp. Blue box clamp is still sewn on the neck. Plaster still sticks to the neck. A new catheter had to be inserted.

Manufacturer narrative:
Qn#(B)(4). Additional information was received by the sales rep and it was reported there was no harm to the patient. The customer returned one cvc and five representative samples for evaluation. The actual box clamp sample was not returned for analysis. Visual examination of the actual and representative samples did not reveal any defects or anomalies. No obvious signs of suturing was found on the suture wings of the actual sample. The inner diameter of one of the representative catheter clamps measured to be 0.088" which is within specifications of 0.088-0.092" per product drawing. The outer diameter of the returned catheter measured to be 2.378 mm which is within specifications of 2.36-2.46 mm per product drawing. The outer diameter of one of the representative catheters measured to be 2.383 mm which is within specifications of 2.36-2.46 mm per product drawing. No dimensional issues were identified. The representative catheter clamp and fastener were attached to the returned catheter body and a representative catheter. The box clamp assembly was held stationary and the catheters were tugged on in both directions and moderate movement was identified. The suture wings of the juncture hubs were then held stationary and the catheters were tugged on in both directions. No movement was identified. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "secure catheter: use a catheter clamp and rigid fastener, catheter stabilization device, staples or sutures. Use triangular junct ure hub with side wings as primary suture site. Use catheter clamp and fastener as a secondary suture site as necessary. Snap rigid fastener onto catheter clamp." The customer report of a catheter migration was confirmed by functional testing of the actual and representative samples. The catheter moved when secured by only the box clamp, but passed when secured by the juncture hub suture wings. The primary suture location for this catheter is on the juncture hub using the triangular wings. It could not be determined if the box clamp was used as the primary or secondary suture site; therefore, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
At 01.00 complete cvc slipped out of blue box clamp. Blue box clamp is still sewn on the neck. Plaster still sticks to the neck. A new catheter had to be inserted.